Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with a neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the patient had a lumbar spine scan ordered for "malfunction of spinal cord stimulator". From the patient's medical notes it was found that the patient had significant mva on (B)(6) 2017 and a new pain radiating down left leg. Hcp had no other information on the suspected malfunction. Hcp also reported that the initial implant was in (B)(6) 2011 and was revised in august 2013. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
All previously reported codes still apply to the ins (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.